Manufacturer narrative:
The reason for this revision surgery was reported as the taper of the modular femoral neck had dissociated from the r120 stem and needed to be replaced. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this product due to neck dissociation. The root cause for the dissociation was not determined with confidence. Factors that can contribute to dissociation include: trauma, component positioning, prior revision surgery reducing the effectiveness of the neck connection, inadequate impaction force, and blood/fluid/debris on the taper surfaces prior to impaction. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the taper of a modular femoral neck has disassociated from the r120 stem and needed to be replaced. It is possible that it was caused by micro-motion. The parts showed no major damaged nor did they exhibit any defect issues.